Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that the patient was bleeding in the lower gastrointestinal tract. The patient was transfused with less than 4 units of packed red blood cells. The cause of the event was due to the complexity of medical management. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.